Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The rupture was observed between the tip and center of the balloon. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.